Event description:
It was reported to philips that the tempus pro monitor failed during transport or post-rosc. Attempted to turn on using power button - would not cycle on. Removed battery (charge indicator shows 4 bars), replaced. A long press of the power button. The device left for a few min and attempted to turn it on again. All were ineffective, tempus would not turn on. Monitoring was maintained with tempus defib ls throughout, with no patient or user harm. Once at the hospital 30 minutes later device powered on in the usual way without any obvious defect or error codes.